Event description:
It was reported that the pump screen was dark and won't turn on. There was no adverse impact to customer¿s blood glucose level. During troubleshooting with technical support, the pump turned on, and the customer continued to use the pump for insulin therapy.